Manufacturer narrative:
Follow-up #1: date of submission 08/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: the pump was returned for investigation with the keypad and button contacts missing. There was evidence of moisture observed on the button contact areas. The pump was opened for investigation and revealed no further evidence of moisture inside the pump. Investigation confirmed the complaint. Unrelated to the original complaint, the display was noted to be dim/faded/discolored and the pump case was cracked near the bottom right corner. Complete testing of the device was not possible due to the missing keypad and button contacts. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issuehas the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.